Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced. The system was found to be operating as intended.

Event description:
The customer reported the system failed to display images. Also, the milliamps and kilovolts fluctuated. No report of pt injury.